Event description:
The user facility in (B)(6) reported during vitreous surgery, the cutter did not cut; however, aspiration continued. There was no adverse effect to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.